Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of a stomach bug and peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced a stomach bug. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The consumer stated that the patient believed that the peritonitis was caused by the stomach bug, and that the nurse thought the peritonitis was due to all the cats that lived in the patient's house. Treatment for the events and the outcome of the stomach bug were not reported. The outcome of the bacterial peritonitis was unknown. Action taken with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888115, gd887695 and gd885301 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.